Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements, measuring between 150-190 ohms over the last year. Technical services provided troubleshooting options. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.